Manufacturer narrative:
Bsc aware date additional product component: model number/catalog number: 72400098 and 72400024 serial number: null and null batch/lot number 748787014 and 735559010 model/catalog description control pump fgs and balloon fgs 61-70cmthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:46 pm CT.the report number is being corrected from: 2183959-2018-61678to: 2183959-2018-61527.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus still remains implanted and activated. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional product component: model number/catalog number 72400098 and 72400024, serial number: null and null, batch/lot number 748787014 and 735559010. Model/catalog description control pump fgs and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus still remains implanted and activated. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.